Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. This pump is a demo pump and was not being used for insulin therapy.